Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer. The smart cable was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image when the smart cable was manipulated. Since there are no repairs available for the spectrum smart cable and the customer received a replacement smart cable the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was no image. The customer stated when the cable was manipulated the image would return. A back-up device was used to compete the procedure, however the type of device used and the delay while preparing that device were not reported. No harm to patient or user harm was reported.